Event description:
It was reported that t wave oversensing (twos) was observed in the right ventricular (rv) lead after premature ventricular complexes (pvcs). The rv sensing was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead integrity alert (lia) was triggered on 18 jan 2014 due to meeting the requirements for nst and v-sic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2011. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.